Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 24-jul-2025, the user¿s caregiver reported that the ilet screen was cracked and no longer responded to touch, although the display remained visible. A replacement device was arranged. During the event, the user experienced hypoglycemia with a low of 69 mg/dl, which lasted about 5¿10 minutes and was corrected with juice. The ilet alerted appropriately. No symptoms were reported and no medical intervention was required.